Event description:
It was reported by dealer that the m61 power chair has no power. Has blown battery harness fuse. Dealer is stating that the end user was driving and it stopped, they were able to get it into push mode, no harm to anyone.